Manufacturer narrative:
Exemption # e2012017. Report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), during the examination the implant on #14 was loose. The patient experienced loss of integration after loading.